Manufacturer narrative:
Other, other text: a1, h6: additional information received stating no patient involvement-incident occurred during testing.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed and cassette not attached properly alarm. The reported problem was duplicated. The downstream occlusion sensor is shorted and will be replaced. The printed wiring assembly board will also be replaced.

Event description:
Information was received indicating that a smiths medical pump was alarming "cassette not attached". There were no reported adverse events.